Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for non -malignant pain. It was reported that the patient was having an unrelated MRI. The caller stated that per the patient their batter was dead and they could not get a replacement for one year because they were on antibiotics. The event stated in (B)(6) 2016. No further complications were reported.